Manufacturer narrative:
Device repair in progress.

Event description:
The international customer reported the ventilator went vent inop and alarmed due to an inhalation autozero failure. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. Device repair is in progress.